Manufacturer narrative:
Concomitant medical products:: micra model #: mc1vr01us / expiration date: 28-oct-2021/ serial#: (B)(4) UDI #: (B)(4). Dev rtn to MFR? No mfg date: 07-jul-2020. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
During the implantation of a leadless pacemaker, the physician felt that a right ventricle perforation occurred when the leadless pacemaker system was advanced over the tricuspid valve and moved into a low septum position as the patients hemodynamics dropped. A stat echo was performed. Tamponade was noted. Pericardiocentesis and a sternotomy were performed. The patient died.